Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/15/2015. The fse found disconnected tubing at top of rinse block. He replaced the tubing at the top of the rinse block and the instrument ran without any leaks. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed a clear fluid leak of 3 ml from a coulter ac t 5diff cap pierce while running controls. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.